Manufacturer narrative:
The insulin pump was received with end cap broken off. The insulin pump was received with slightly loose drive support disk. The insulin pump was received with cracked case at display window corners. The motor was tested outside the insulin pump and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. The customer reported that earlier that day, the drive support cap was loose and came out of the device. Blood glucose level at the time of the incident was 132 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.